Manufacturer narrative:
An event regarding subsidence involving an unknown stem was reported. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that the doctors note states revised due to subsidence however, x-rays and operative reports are needed to confirm loosening. Conclusions: clinician noted the revision was due to subsidence however, the exact cause of the event could not be determined because insufficient medical information was provided. Further information such as x-rays, operative reports and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened

Event description:
Total right hip revision due to pain and loose stem. Surgeon removed the stem and bolt and replaced with restoration modular stem and a new bolt.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained.

Event description:
Total right hip revision due to pain and loose stem. Surgeon removed the stem and bolt and replaced with restoration modular stem and a new bolt.